Event description:
On 06/13/2022, it was reported by a sales representative via sems that a ar-9165cdg universal baseplate impactor is broken. This was discovered during an unknown time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9165cdg was received for investigation. Visual inspection identified that the blue baseplate tab had broken off at the distal end of the ar-9165cdg assembly. No fragments were returned for analysis. A likely cause is attributed to wear and tear damage incurred over repeated usage.